Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to adjust the strength of their stimulation. The patient stated this issue occurred after a fall they experienced. Diagnostic were taken which indicated high impedance readings. As a result, surgical intervention may take place to address this issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the lead was explanted and replaced with two other leads. Postoperatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.